Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of handle cannula detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the handle cannula detached. There were marks noted in the handle cannula from the handle assembly process. The handle was disassembled and the internal surface of the finger ring assembly was inspected. One edge of the internal groove was found to be damaged. Functional evaluation was not performed due to the condition of the returned device. The complaint that the handle cannula detached was confirmed. However, review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a procedure. According to the complainant, the wire in the middle of the handle completely detached when they were about to cut the polyp, making the user unable to control the device. Reportedly, the user felt scraping or rubbing inside the device before it broke.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a procedure. According to the complainant, the wire in the middle of the handle completely detached when they were about to cut the polyp, making the user unable to control the device. Reportedly, the user felt scraping or rubbing inside the device before it broke.